Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was leaked. The customer¿s blood glucose level was 343 mg/dl at the time of the incident. The customer was reported that the leak was at 2nd o ring. It was also reported that insulin was not visible in the battery compartment. The customer was advised the reservoir will be replaced. The reservoir will be returned for analysis. The insulin pump will not be returned.